Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose value of 48 mg/dl, and treating the low with cranberry juice. The customer reported not having eaten. The customer reported being hospitalized, but for a toe amputation, not diabetes-related. The customer was advised to monitor her blood glucose and to call back with further issues.